Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fracture (overstress). Upon inspection, it was noted that the distal conductor of the lead was fractured and distorted due to overstress. It was also noted that the lead had been stretched. The lead flexed/distorted within 5cm of the inner coil causing extension problems. The lead was damaged during the implant process.

Event description:
It was reported that during the implant procedure, the lead was moved twice but the lead would not extended inside or outside the patient's body. The lead was not implanted. No patient complications have been reported as a result of this event.